Event description:
On 12.01.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in 2007, the pt began receiving heparin related to a blood infection and the beginning of kidney failure, and the pt was put on dialysis. Upon info and belief, on at least one occasion, the heparin administered to the pt was allegedly contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed of kidney failure three months later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.